Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a bhr square headed nail was bent. It is unknown whether the event happened during surgery and if there was patient involvement.

Manufacturer narrative:
H3, h6: a bhr square headed nail (part 999908, lot stk1309) was received for investigation after being reported as bent. A visual inspection was performed. Scratches were observed across the instrument, consistent with surgical use. Laser marking on the nail is very faded. The nail has a bend in the middle, 81.57mm from the tip of the nail. This confirms the reported complaint. A review of the complaint history for the bhr square headed nail was performed using part numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified. This will continue to be monitored. The documents related to the complained part cannot be reviewed due to the age of the instrument (13+ years). However, all the parts would have been subjected to 100% inspection at the time of release. The bend reported would not have been a manufacturing issue. Based on the available information, the root cause of the reported issue is an end of life problem. No preventative or corrective action has been initiated as a result of this investigation. The returned instrument part cannot be repaired and will be retained.